Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("some of the debris penetrated the tubal wall") and device breakage ("bilateral tubal foreign-body granuloma with debris, possibly metallic") in a (B)(6) female patient who received essure (batch no. 72333). The occurrence of additional non-serious events is detailed below. The patient's past medical history included malaria. Concurrent conditions included allergy to gold (possible) and drug allergy. Concomitant products included anesthetics, general (general anesthesia) for medical device implantation. On (B)(6) 2013, the patient started essure at an unspecified dose and frequency. In 2013, the patient experienced pelvic pain ("abdominal pelvic pain") and the first episode of arthralgia ("joint pain with aggravation"). In 2014, the patient experienced tendonitis ("multiple tendonitis"), sciatica ("sciatica") and the second episode of arthralgia ("hip pain"). In (B)(6) 2016, the patient experienced gastrointestinal motility disorder ("disturbance of intestinal transit"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criteria medically significant and clinically significant/intervention required), pruritus ("persistence of pruritus of left lower limb"), asthenia ("asthenia") and allergy to metals ("strongly positive to titanium, positive to silver and cobalt"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral adnexectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the fallopian tube perforation, device breakage, tendonitis, sciatica, gastrointestinal motility disorder and allergy to metals outcome was unknown and the pelvic pain, first episode of arthralgia and second episode of arthralgia was resolving and the pruritus had not resolved and the asthenia had resolved. The reporter provided no causality assessment for fallopian tube perforation, device breakage, pelvic pain, the first episode of arthralgia, tendonitis, sciatica, the second episode of arthralgia, gastrointestinal motility disorder, pruritus, asthenia and allergy to metals with essure. The reporter commented: essure was inserted under general anesthesia. Procedure was normal. Post-operative visit at 1 month: clear regression of joint pain starting in first week, persistence of pruritus of left lower limb, resolution of asthenia, regression of abdominal pelvic pain. Overall, clear improvement according to the patient. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2013: x-ray result was 3-month confirmatory test normal. In (B)(6) 2016: nuclear magnetic resonance imaging result was normal. On an unknown date: allergy test result was patch test negative for nickel. Pathological anatomy examination: healthy uterus - bilateral tubal foreign-body granuloma with debris, possibly metallic. Some of the debris was in contact with vessels and penetrated the tubal wall. Lymphocyte activation test: strongly positive for titanium, positive for silver and cobalt, negative for nickel. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced some of the debris penetrated the tubal wall (interpreted as fallopian tube perforation) and bilateral tubal foreign-body granuloma with debris, possibly metallic (interpreted as device breakage). Hysterectomy and bilateral adnexectomy with essure removal was performed approximately 3.5 years after insertion. The events, serious due to medical significance, are anticipated in the reference safety information of essure. The insertion and use of essure can be complicated by device issues and perforations, particularly if certain risk factors exist. In this particular case the insertion procedure had been unremarkable and the 3-month confirmation test by plain x-ray proved normal, but the patient had started to suffer from pelvic pain after the implantation of essure. A post removal pathology examination of the tubes showed that debris, possibly metallic, was present within the (expected) foreign body reaction, and that some debris was penetrating the tubal wall. Given the nature and course of the events, a causality of essure for breakage and tube perforation cannot be excluded (related). Numerous events of systemic nature, non-serious, were additionally reported. The case was classified as incident because of surgical device removal. A product technical analysis and follow-up information are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("some of the debris penetrated the tubal wall"), device breakage ("bilateral tubal foreign-body granuloma with debris, possibly metallic") and urinary tract infection ("urinary tract infections that developed complications") in a (B)(6) female patient who had essure (batch no. 72333) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included malaria. She stated she was fine in form. Concurrent conditions included allergy to gold (possible) and drug allergy. Concomitant products included anesthetics and general (general anesthesia) on (B)(6) 2013 for medical device implantation. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("abdominal pelvic pain") and the first episode of arthralgia ("joint pain with aggravation"). In 2014, the patient experienced tendonitis ("multiple tendonitis"), sciatica ("sciatica") and the second episode of arthralgia ("hip pain"). In (B)(6) 2016, the patient experienced gastrointestinal motility disorder ("disturbance of intestinal transit"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pruritus ("persistence of pruritus of left lower limb"), asthenia ("asthenia"), allergy to metals ("lymphocyte activation test strongly positive to titanium, positive to silver and cobalt"), urinary tract infection (seriousness criterion medically significant), cardiac disorder ("heart problems") and metal poisoning ("analyses showed heavy metal poisoning, in particular with titanium"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral adnexectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, tendonitis, sciatica, gastrointestinal motility disorder, allergy to metals, urinary tract infection, cardiac disorder and metal poisoning outcome was unknown, the pelvic pain and the last episode of arthralgia was resolving, the pruritus had not resolved and the asthenia had resolved. The reporter considered allergy to metals, asthenia, cardiac disorder, device breakage, fallopian tube perforation, gastrointestinal motility disorder, metal poisoning, pelvic pain, pruritus, sciatica, tendonitis, urinary tract infection, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: essure was inserted under general anesthesia. Procedure was normal. Post-operative visit at 1 month: clear regression of joint pain starting in first week, persistence of pruritus of left lower limb, resolution of asthenia, regression of abdominal pelvic pain. Overall, clear improvement according to the patient. In follow up patient stated: when I walked into the gynaecologist's office in (B)(6) 2013 I was in fine form, and then I walked out with a time-bomb ticking inside me. At the end of 2016, she heard testimonials from other women who were suffering from identical side effects after placement of the inserts. She decided to have the devices removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Allergy test - on an unknown date: patch test negative for nickel, allergy test: strongly positive for titanium. Nuclear magnetic resonance imaging - in (B)(6) 2016: normal. X-ray - in (B)(6) 2013: 3-month confirmatory test normal. Pathological anatomy examination: healthy uterus - bilateral tubal foreign-body granuloma with debris, possibly metallic. Some of the debris was in contact with vessels and penetrated the tubal wall. Lymphocyte activation test: strongly positive for titanium, positive for silver and cobalt, negative for nickel. Analyses: heavy metal poisoning, in particular with titanium. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 9-may-2017: consumer reported in tv additional events: urinary tract infections that developed complications and heart problems, analyses showed heavy metal poisoning, in particular with titanium. Essure was inserted for permanent contraception, she was in fine form at the time. Consumer considered her events to be related to essure company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced some of the debris penetrated the tubal wall (interpreted as fallopian tube perforation) and bilateral tubal foreign-body granuloma with debris, possibly metallic (interpreted as device breakage). Hysterectomy and bilateral adnexectomy with essure removal was performed approximately 3.5 years after insertion. Via follow-up it was informed that the patient additionally had urinary tract infection ("urinary tract infections that developed complications"). The events, serious due to medical significance, are anticipated in the reference safety information of essure, only urinary tract infection is unanticipated. The insertion and use of essure can be complicated by device issues and perforations, particularly if certain risk factors exist. In this particular case the insertion procedure had been unremarkable and the 3-month confirmation test by plain x-ray proved normal, but the patient had started to suffer from pelvic pain after the implantation of essure. A post removal pathology examination of the tubes showed that debris, possibly metallic, was present within the (expected) foreign body reaction, and that some debris was penetrating the tubal wall. Given the nature and course of the events, a causality of essure for breakage and tube perforation cannot be excluded (related). Given the infectious etiology of a urinary tract infection, it was considered as unrelated to essure use. Numerous events of systemic nature, non-serious, were additionally reported. The case was classified as incident because of surgical device removal. A product technical analysis and follow-up information are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("abdominal pelvic pain"), urinary tract infection ("urinary tract infections that developed complications") and metal poisoning ("analyses showed heavy metal poisoning, in particular with titanium") in a (B)(6) female patient who had essure (batch no. A72333) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included malaria. She stated she was fine in form. Concurrent conditions included allergy to gold (possible), drug allergy, menopause and adnexectomy bilateral (performed due to menopause) since (B)(6) 2017. Concomitant products included anesthetics and general (general anesthesia) on (B)(6) 2013 for medical device implantation. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of arthralgia ("joint pain with aggravation"). In 2014, the patient experienced tendonitis ("multiple tendonitis"), sciatica ("sciatica") and the second episode of arthralgia ("hip pain"). In (B)(6) 2016, the patient experienced gastrointestinal motility disorder ("disturbance of intestinal transit"). On an unknown date, the patient experienced urinary tract infection (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), pruritus ("persistence of pruritus of left lower limb"), asthenia ("asthenia"), allergy to metals ("lymphocyte activation test strongly positive to titanium, positive to silver and cobalt") and cardiac disorder ("heart problems"). The patient was treated with surgery (laparoscopic total hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and the last episode of arthralgia was resolving, the urinary tract infection, metal poisoning, tendonitis, sciatica, gastrointestinal motility disorder, allergy to metals and cardiac disorder outcome was unknown, the pruritus had not resolved and the asthenia had resolved. The reporter considered allergy to metals, asthenia, cardiac disorder, gastrointestinal motility disorder, metal poisoning, pelvic pain, pruritus, sciatica, tendonitis, urinary tract infection, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: essure was inserted under general anesthesia. Procedure was normal. Post-operative visit at 1 month: clear regression of joint pain starting in first week, persistence of pruritus of left lower limb, resolution of asthenia, regression of abdominal pelvic pain. Overall, clear improvement according to the patient. In follow up patient stated: when I walked into the gynaecologist's office in (B)(6) 2013 I was in fine form, and then I walked out with a time-bomb ticking inside me. She decided to have the devices removed. According to physician, no breakage of the inserts was observed before or during removal; the inserts were intact. Physician does not consider that there was perforation, with the debris coming into contact with the vessels and having penetrated the wall. No lesions were noted in the patient. The reason for bilateral adnexectomy was menopause (blood tests performed) and was not related to the essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Allergy test - on an unknown date: patch test negative for nickel; on an unknown date: strongly positive for titanium (abnormal nos). Nuclear magnetic resonance imaging - in (B)(6) 2016: normal (normal). X-ray - in (B)(6) 2013: 3-month confirmatory test normal (normal). Pathological anatomy examination: healthy uterus - bilateral tubal foreign-body granuloma with debris, possibly metallic. Some of the debris was in contact with vessels and penetrated the tubal wall. Lymphocyte activation test: strongly positive for titanium, positive for silver and cobalt, negative for nickel. Analyses: heavy metal poisoning, in particular with titanium. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 13-jun-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2920 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot no. A72333 - production date: nov-2012 - expiration date: nov-2015 the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. Lf all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because the possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jun-2017: quality safety evaluation of ptc, lot number was amended (a was added to number). Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("abdominal pelvic pain"), urinary tract infection ("urinary tract infections that developed complications") and metal poisoning ("analyses showed heavy metal poisoning, in particular with titanium") in a (B)(6) female patient who had essure (batch no. 72333) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included malaria. She stated she was fine in form. Concurrent conditions included allergy to gold (possible), drug allergy, menopause and adnexectomy bilateral (performed due to menopause) since (B)(6) 2017. Concomitant products included anesthetics and general (general anesthesia) on (B)(6) 2013 for medical device implantation. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of arthralgia ("joint pain with aggravation"). In 2014, the patient experienced tendonitis ("multiple tendonitis"), sciatica ("sciatica") and the second episode of arthralgia ("hip pain"). In (B)(6) 2016, the patient experienced gastrointestinal motility disorder ("disturbance of intestinal transit"). On an unknown date, the patient experienced urinary tract infection (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), pruritus ("persistence of pruritus of left lower limb"), asthenia ("asthenia"), allergy to metals ("lymphocyte activation test strongly positive to titanium, positive to silver and cobalt") and cardiac disorder ("heart problems"). The patient was treated with surgery (laparoscopic total hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and the last episode of arthralgia was resolving, the urinary tract infection, metal poisoning, tendonitis, sciatica, gastrointestinal motility disorder, allergy to metals and cardiac disorder outcome was unknown, the pruritus had not resolved and the asthenia had resolved. The reporter considered allergy to metals, asthenia, cardiac disorder, gastrointestinal motility disorder, metal poisoning, pelvic pain, pruritus, sciatica, tendonitis, urinary tract infection, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: essure was inserted under general anesthesia. Procedure was normal. Post-operative visit at 1 month: clear regression of joint pain starting in first week, persistence of pruritus of left lower limb, resolution of asthenia, regression of abdominal pelvic pain. Overall, clear improvement according to the patient. In follow up patient stated: when I walked into the gynaecologist's office in (B)(6) 2013 I was in fine form, and then I walked out with a time-bomb ticking inside me. She decided to have the devices removed. According to physician, no breakage of the inserts was observed before or during removal; the inserts were intact. Physician does not consider that there was perforation, with the debris coming into contact with the vessels and having penetrated the wall. No lesions were noted in the patient. The reason for bilateral adnexectomy was menopause (blood tests performed) and was not related to the essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index (B)(6). Allergy test - on an unknown date: patch test negative for nickel; on an unknown date: strongly positive for titanium (abnormal nos). Nuclear magnetic resonance imaging - in (B)(6) 2016: normal (normal). X-ray - in (B)(6) 2013: 3-month confirmatory test normal (normal). Pathological anatomy examination: healthy uterus - bilateral tubal foreign-body granuloma with debris, possibly metallic. Some of the debris was in contact with vessels and penetrated the tubal wall. Lymphocyte activation test: strongly positive for titanium, positive for silver and cobalt, negative for nickel. Analyses: heavy metal poisoning, in particular with titanium. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 16-may-2017: adverse events device breakage and fallopian tube perforation were deleted, concomitant condition and reason for bilateral adnexectomy. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pelvic pain. Upon receipt of follow-up information, the physician stated that no breakage of the inserts was observed before or during removal; the inserts were intact and he does not consider that there was perforation, with the debris coming into contact with the vessels and having penetrated the wall. Therefore, the events some of the debris penetrated the tubal wall (interpreted as fallopian tube perforation) and bilateral tubal foreign-body granuloma with debris, possibly metallic (interpreted as device breakage) were deleted. It was also informed that the patient additionally had urinary tract infection ("urinary tract infections that developed complications") and metal poisoning ("analyses showed heavy metal poisoning, in particular with titanium"). Laparoscopic total hysterectomy with essure removal was performed approximately 3.5 years after insertion. Abdominal pelvic pain is regarded as anticipated in the reference safety information of essure, the other events are unanticipated. Pelvic pain pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Considering its nature, a causal relationship with essure cannot be excluded. With regards to the other events, given the infectious etiology of a urinary tract infection and considering that it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning, causality with essure can be excluded. Numerous events of systemic nature, non-serious, were additionally reported. The case was classified as incident because device removal was required. A product technical analysis is expected.